Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient awoke during the night to use the bathroom. While returning to bed, she fell to the floor and briefly lost consciousness, striking her head near the bedside during the fall. The patient¿s husband discovered her and immediately called 911. At the time of the incident, the patient¿s continuous glucose monitor (cgm) and blood glucose (bg) meter were displaying unspecified low readings. However, it was reported that the patient¿s dexcom mobile application and tandem insulin pump did not provide alerts for hypoglycemia. The patient¿s low glucose alert threshold was set at 80 mg/dl. The patient regained consciousness prior to ems arrival. Ems transported her to the emergency department, where cgm and bg meter readings continued to indicate unspecified low values. The patient was treated with intravenous glucose and discharged approximately five hours later. At the time of reporting, the patient stated she was feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/20/2026. It was reported that an alert/notification settings issue occurred. Data was further reviewed and performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 9:22 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and 12 hours and ended due to end of session on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. During the time period of the reported event (09/15/2025) the egvs were within the target range except for a couple of instances where they went above the high threshold, which was set to 300 mg/dl. All alert were found to have performed as intended. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).